Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that when inserting the cannula into the patient, the inner dilator flew out of the cannula causing blood to spray out of the end of the cannula. There was no significant amount of blood loss as it sprayed into the surgical field. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the cannula was not heated or cooled prior to use. There was no damage to the device. The blood leaked into the surgical field and it was sucked up and sent for cell salvage. A transfusion was not required. The device was used to complete the procedure. Device evaluation summary: visual inspection shows no outward signs of any damage. The dilator appears to slide into the hemostasis cap with a fair amount of force. The hemostasis cap ID and dilator od were measured using a keyence scope. Hemostasis cap ID was measured to be 0.205 inches, the specification has the ID to be 0.202 + / - 0.005 inches. Dilator od was measured to be 0.210 inches, the specification has the od to be 0.210 + 0.002 / - 0.004 inches. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.